Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -09.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vault. A longer length lens was implanted in a second surgery on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 24-mar-2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim#(B)(4).